Event description:
The report stated that upon completion of a single 12 minute radio frequency ablation procedure, a burn was found on left thigh where a pad had been positioned. The skin is reddened, 3cm x 1cm, and has a blister. The maximum setting was 60w. The pt was treated with ointment.

Manufacturer narrative:
(B) (4). (B) (4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.